Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. Customer¿s blood glucose was unknown. The customer reported that they noticed air bubbles during filling process, during therapy. The customer had tried to fill the reservoir and she had air bubbles in the reservoir. The customer was assisted with getting the air bubble out of the reservoir and through the tubing looking under the light. The troubleshooting was not offered for high blood glucose. The insulin pump and reservoir will not be returned for analysis.